Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing leaked while infusing nivolumab. The following information was provided by the initial reporter: "tubing was found leaking with nivolumab infusing."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing leaked while infusing nivolumab. The following information was provided by the initial reporter: "tubing was found leaking with nivolumab infusing."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 22-feb-2022. Investigation summary: the customer reported the tubing was leaking, and returned one primary set of material 2426-0500 as well as a picture. The picture was useful in finding the failure, and the sample had a small hole just above the lower fitment. The complaint is verified. Manufacturing conducted a further investigation and found potential root causes, but no official root cause. A corrective action was implemented to notify personnel about the importance of disposing scrap parts caught in the machine. Lot number reported unknown. Eleven potential lot numbers found from smart site ID. A device history record review for model 2426-0500 was performed in the memo provided by manufacturing. The search found there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h10